Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and bowel dysfunction/sacral nerve stim. It was reported that they had a "reversal or repair" done yesterday and since then they have been in pain in their pelvic area. The patient stated it almost feels like it is zapping them. The patient said they can get out of the pain if they sit a certain way, but otherwise it's like an 8 or 9 pain. The patient called the healthcare provider's office today and was told to call medtronic. The agent walked the patient through how to connect with their implant to adjust stimulation. The patient was able to successfully connect with the implant and adjust stimulation to a comfortable level. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.